Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right tibialis anterior. The physician advanced a 4.0mm x 15mm x 150cm express vascular stent to the lesion side when it was noticed there was no stent on the balloon. The stent was found outside of the patient on the instrument prep table. The physician completed the case with dilation using a 3.5 x 60 coyote balloon catheter as another same size stent was unavailable. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood on the balloon. There was contrast in the inflation lumen and balloon and blood on the stent in between the struts. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. Majority of the stent was damaged with bent, flared, and overlapping struts. Inspection of the remainder of the device and stent presented no other damage or irregularities. Although it was reported that the stent was not used and was found outside the patient, the presence of blood on the stent struts is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right tibialis anterior. The physician advanced a 4.0mm x 15mm x 150cm express vascular stent to the lesion side when it was noticed there was no stent on the balloon. The stent was found outside of the patient on the instrument prep table. The physician completed the case with dilation using a 3.5 x 60 coyote balloon catheter as another same size stent was unavailable. There were no patient complications reported and the patient status is stable.